Event description:
It was reported that customer experienced multiple intermittent occlusion alarms, on several dates, which led to a visit to the emergency room on (B)(6) 2026 with a blood glucose level of 397 mg/dl and the presence of ketones. The customer was treated intravenously with fluids of saline and insulin which resolved the issue. The customer was released the next day with issue resolved. Occlusion alarms were resolved with a pump supply change, however, after the emergency room visit the customer reverted to an alternate method of insulin therapy. The customer resumed pump usage while speaking with tandem technical support.